Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 48 mg/dl; cause was not known. Customer consumed glucose tablets to address low bg. Customer went to the emergency room (ER) and customer was administered glucagon injections. After 6 hours, the low bg resolved, and customer was discharged from the ER on (B)(6) 2023. Low bg did not cause any injury. A pump system check was performed, and no issues were identified. Reportedly, customer resumed pump therapy.